Event description:
This case was reported by a consumer (wife of pt) and described the occurrence of anemia in a (B)(6) male pt who received super poligrip (formulation unk) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the patient started super poligrip. At an unk time after starting super poligrip, the patient experienced anemia. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the event was unresolved. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).